Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# h924533411, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709, serial (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: unknown/h924533411, ubd: 16-jan-2016, (B)(4); product ID: 8709, serial/lot (B)(4), ubd: 16-mar-2002, (B)(4). Date of event is an estimate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving morphine (25 mg/ml, 1.2 mg/day), clonidine (1500 mcg/ml, 72 mcg/day), and baclofen (1000 mcg/ml, 48 mcg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient felt she had a lack of therapy and increase in pain. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting was unknown. The patient was brought to the operating room for a catheter revision/replacement and pump replacement. The healthcare professional was unable to aspirate from the catheter access port, and decided to fully replace the catheter and pump. The issue was resolved and the patient status was "alive - no injury." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.